Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2020-00288 and 1220908-2020-00328 for similar events reported from the same customer.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation; the customer's report was observed during review of the device activity log. However, the customer report was not duplicated with the device after extensive troubleshooting. The monitor and ECG boards were replaced as a precaution. The device was recertified successfully and returned to the customer. Analysis of reports of this type has not identified an increase in trend.